Event description:
It was reported that the external pulse generator (epg) fell on the floor, which resulted in broken parts. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reason for return, both cover bail attachments were cracked and one bail attachment was missing. It was also noted that the battery contacts were visibly contaminated. (B)(4).